Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a cause for the mitral valve insufficiency/regurgitation cannot be determined. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
(B)(6)- mitraclip china pms. Patient ID: (B)(6). It was reported that on (B)(6) 2024, the patient presented with degenerative mitral regurgitation (mr) with posterior leaflet prolapse. One mitraclip was implanted, reducing the mr to grade 1+. There was no device deficiency. On (B)(6) 2024, recurrent mr grade 2+ was noted on a follow-up echocardiogram. Per physician, the event was not serious. There was no medical intervention provided.